Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, lack of mobility and metallosis. Subsequently, patient was revised on (B)(6) 2013. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative notes reports the presence of serous fluid, synovial hypertrophy, necrotic tissue, and a loose acetabular component.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, lack of mobility and metallosis. Subsequently, patient was revised on (B)(6) 2013. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02259 / 02261).